Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review and drawing review were completed as part of this investigation. The investigation has shown that the screwdriver is broken at the first distal flexible point. In addition the screwdriver shows signs of surface wear on the shaft tip. The review of the production histories revealed that this instrument was manufactured in february 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The measurable dimension of the returned screwdriver was checked and found to comply with the specifications as well. The shaft is made from stainless steel (B)(4). Diameter at the area of the crack was checked using a digital sliding caliper and found to be in compliance with the technical drawing. No manufacturing related issues that would have contributed to this complaint condition were found. Based on these results it was concluded that the cause of the failure is not due to any manufacturing non-conformances. The failure may be related to excessive torque on the device during use. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 20, 2015. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the screwdriver shaft broke while locking a screw under normal circumstance. The surgery was not prolonged. There was no patient harm and the outcome was positive, with no adverse events. The broken shaft did not generate fragments and the surgery was successfully completed. Concomitant reported part: 1x screw (part and lot unknown). This report is 1 of 1 for (B)(4).